Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the partial lead was returned in one piece measuring 46.5 cm. External insulation abrasion breaching the ring electrode cable lumen was found at 46.2 cm to 46.5 cm from the distal tip. The etfe cable coating of one of the ring electrode cable was abraded at this location. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. The patient was admitted for a lead extraction and replacement. The physician was unable to obtain left subclavian access to implant the new rv lead so the pulse generator was also removed. No rv lead replacement was implanted at this time. The patient was recovering.